Event description:
It was reported that after the device went through sterile processing there was fluid invasion of what appeared to be blood. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is in progress and an update will be provided if required.